Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to urgent care due to running out of insulin. No further information was provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.